Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on the patient and started alarming when unplugged from the mains. Iabp was switched off and will not turn back on. As a result, the iabp was taken out of service and replaced with another iabp. There was no report of patient complications or injury.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip has been returned to teleflex chelmsford. The reported complaint of iabp shut off while on battery power is not able to be confirmed. The pump was serviced by the distributor's service engineer. It was noted during service the iabp's screen was faulty, which is a potential cause of the power issues, however, the service engineer could not duplicate the reported symptoms. The display was replaced, and the issue was resolved. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) was used on the patient and started alarming when unplugged from the mains. Iabp was switched off and will not turn back on. As a result, the iabp was taken out of service and replaced with another iabp. There was no report of patient complications or injury.